Event description:
It was reported that the device failed to deliver defibrillation energy while testing the synchronized cardioversion feature. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The cause of the reported failure could not be determined. A replacement device has been provided to the customer.